Event description:
Additional information received from the patient reported the recharger got so hot it burned her. The battery was overdischarged as a result. The patient's indications for use included non-malignant pain. Additional information received from the patient reported there was an overdischarge. It was noted that troubleshooting/interventions were already performed, but the manufacturer's representative (rep) was unable to resolve the issue. The patient asked to get new equipment. The patient had a car accident in (B)(6) 2014. Since the accident, the implantable neurostimulator (ins) area felt like "burning." Therefore, the patient stopped using the therapy and stopped charging. The patient tried charging in 2015, but was not able to. A rep had tried to jump start her battery 3 times and was not able to. The rep walked the patient through how to do it at home. The third time they tried to jump start it was last week, approximately (B)(6) 2016, at the healthcare provider's (hcp) office. The rep was not able to resolve the overdischarge. The rep advised the patient on the day of the report to call patient services to get new equipment. On the call, the patient used her implantable neurostimulator recharger (insr) and confirmed the insr showed a reposition antenna screen. Patient services reviewed with the patient what an overdischarge was and explained that replacing the equipment would not resolve the issue. Trauma/falls the could be related to the issue included a motor vehicle accident in (B)(6) 2014. There was burning at the ins site that was noted to have been a sudden change in therapy/symptoms after the car accident. Patient realized she was not able to charge in (B)(6) 2015. The rep had tried jump starting her device in (B)(6) 2015 and was not able to. The rep had tried 3 times and was unsuccessful. The last attempt was made last week, approximately (B)(6) 2016, at the hcp's office. Additional information received from the rep reported that she would assume that the patient's overdischarge was not related to the patient's previous report of shocking. Additional information received from the rep reported she was not made aware of the patient's car accident and ins site burning sensation as she was just made aware of an accident the patient had falling out of a chair. The rep had not performed any troubleshooting or diagnostics related to the ins issues following the patient's car accident because she was not aware of the car accident. Actions/interventions taken or planned to resolve the ins site burning sensation/overdischarge issues included a plan for the rep to hopefully meet with the patient in the next week or so to attempt to jumpstart again, but nothing was scheduled at the time of this report. The overdischarge issue had not been resolved at the time of this report and it was unknown if the burning sensation at the ins site issue had been resolved.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97792, lot # n460591, implanted: (B)(6) 2014, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient experienced stimulation/therapy issues. After the patient fell from a chair on (B)(6) 2014, she felt shooting stimulation down her legs even though stimulation was off. Since the fall the patient still felt a stimulation sensation in her leg when her implantable neurostimulator (ins) was off. The sensation felt exactly like when stimulation was on. The patient experienced overstimulation and a shocking/jolting sensation. The location of the issue/symptoms was at the lead location and the device pocket. The patient was unable to adjust stimulation. No diagnostic testing or troubleshooting was performed but would be in the future. The health care provider (hcp) was going to image the system to confirm that nothing appeared abnormal. A follow-up appointment was scheduled for (B)(6). At the appointment, all diagnostics were normal and the cause of the shocking was not determined. Impedances were normal. It was unknown if there was a 50% or greater reduction in symptoms because the patient was not turning the stim on. The patient was not using the device at the time of the follow-up report. The patient¿s status was noted to be alive with no injury. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent.